Event description:
There was no information provided on this complaint; however, no patient injury was reported. Return analysis revealed that the balloon could not be deflated after being pressurized.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was no information reported with this incident. Analysis noted necking to the outer member which prevented the balloon from deflating. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Date of event has been estimated.